Event description:
Bedside thoracentesis performed on this patient using the arrow-clarke pleura-seal thoracentesis kit. I was notified after the procedure that during the procedure it was observed by the physicians that the catheter that was inserted into the patients lung to drain the pleural fluid had a hole in it. This hole could have allowed air to be introduced into the patients lung which could have resulted in a pneumothorax. The procedure was completed with no complications and a post-procedure chest x-ray was done. The results for this x-ray state: impression: improved aeration. No pneumothorax. Patient remained stable for the remainder of the shift. The damaged product was shipped to the purchasing department to share with the vendor.